Event description:
It was reported that prior instances of intermittent capture had been observed on the atrial lead. No patient symptoms were reported. During a device changeout procedure, insulation damage was observed at the suture site. The lead was capped and replaced at that time. The patient was discharged the following day with no complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.